Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced past elevated blood glucose (bg) of greater than 500mg/dl. Upon follow up from tandem technical support, the customer reported already having spoke with their trainer regarding issues. No additional information was provided.